Event description:
It was reported that during a sacro-colpopexy procedure, the device cut but only partially stapled. Another likely device was used and did not cut. A device of a different product code was used to complete the procedure. There was no patient consequence.